Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an emergency surgery (approximately end of (B)(6) 2019). Thereafter, ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.